Event description:
The customer called to report that patient was hospitalized for high bgs. The customer stated that patient went into a diabetic coma and was placed on a respirator. The customer stated that the pump was not working and has called before for the same problem of running high bgs. The customer declined to troubleshoot the pump and requested a replacement pump.